Event description:
The customer reported that the ventilator had insufficient tidal volume during machine operation, and lowered patient's blood oxygen. Further information regarding the patient and the reported event were not provided. After replacing the device with another machine, the patient¿s blood oxygen returned to normal. The authorized service personnel (asp) evaluated the device and was able to confirm low tidal volume. The authorized service personnel (asp) replaced the gas delivery system (gds) to address the reported issue. The device was returned to full functionality after passing testing and inspection.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
New information was received that states that the failure was found during testing. There was no patient involvement, and no harm occurred. Therefore, this is not considered a serious injury type of complaint. However, it will remain a reportable complaint because it could result in patient harm or injury if this were to occur during inpatient use.